Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 100 units during the load process multiple times. Reportedly, the customer was able to continue with the load process; however, the fill estimate was inaccurate. The customer's blood glucose level was not impacted. It was noted that the customer was able to load a new cartridge successfully.